Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with intermittent button response due to flattened dome switch on act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, rewind test, basic occlusion test, prime or compromised force sensor system test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump received with minor scratches on display window noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the act button was less responsive. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated the aware date.